Event description:
On (B)(6) 2013, this vns patient reported that she wanted her device removed because it caused her ¿blood pressure to go sky high.¿ attempts for additional information have been unsuccessful. Surgery is likely but has not taken place. The patient has twice been scheduled and cancelled for a procedure.

Event description:
It was reported that the patient underwent generator and lead explant on (B)(6) 2013. A new vns system was not implanted. The explanted devices were returned for analysis on (B)(6) 2013. Analysis of the generator was completed on (B)(6) 2013. Analysis in the pa lab determined that the device had reached an end of service condition. An open can measurement of the battery voltage determined that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The device performed according to functional specifications. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator. The lead analysis was completed on (B)(6) 2013. Note that the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.